Manufacturer narrative:
The insulin pump was received with no scratch or damage on the lcd glass noted. No moisture damage was found on the electronics and motor noted. The insulin pump had severely scratched display window, broken battery cap, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were unable to read the insulin pump's lcd because it was scratched. The insulin pump's battery compartment was also damaged. The customer does not know how the damage occurred. The customer's blood glucose level was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.